Event description:
Pt was revised due to loosening of the femoral stem and abrasion of the poly liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.